Event description:
Meter name: surestep enhanced, strip name: lifescan, meter code: strip code: both unk, strip storage: unk, symptoms: seizure. A pt reported they were hospitalized. Their meter allegedly was inaccurately low. The result on their meter was 67mg/dl. The result on the hospital meter was unk. The time difference between pt's meter and hospital was unk. Treatment was unk. Pt tests only when pt is sick or ill. No further info has been reported.